Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture broke while suturing. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. T2001 is an invalid lot number for the product code provided. Please provide a valid lot number. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4) ¿ device not returned. Related events captured via 2210968-2022-07763 and 2210968-2022-07764.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2023 additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-07763, 2210968-2022-07764 and 2210968-2022-07765.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/8/2023 h6 component code: g07002 incomplete device returned additional information: d9, h3, h6 h3 investigational summary: the product was returned incomplete to ethicon for evaluation. An analysis of the product could not be performed since a physical sample was not received for evaluation, only one empty opened foil. A manufacturing record evaluation was performed for the finished device lot number t2001 / nw9237, and no non-conformances related to the reported complaint condition were identified. As part of ethicon's quality process, each batch is randomly visually inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-07763, 2210968-2022-07764 and 2210968-2022-07765

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/27/2023. Additional information was requested, the following was obtained: we received under (B)(4); (B)(4) pkg only for lot t2001/product code nw9237, however, product code nw2350 was reported. Please clarify if t2001/product code nw9237 applies to this specific event. Yes, it is product code: nw9237, lot no t2001. The following information was requested: additional information received states product code nw9237 belongs to this complaint. Did a device malfunction occur during the same procedure for nw2350 and nw9237/lot t2001? Was nw2350/lot t2001 reported in error? A device has been received for product code nw9237, lot t2001, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-07763, 2210968-2022-07764 and 2210968-2022-07765. Product complaint # (B)(4). Date sent to FDA: 3/27/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.